Event description:
Patient presented to the physician with severe slurred speech, significant tongue weakness, difficulty swallowing, and drooling due to numbness at the right side of the mouth. Physician referred the patient to a speech therapist.